Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the package was broken. The seal was incomplete. Was there any damage to the primary package that does not compromise sterility (tyvek or seal damage that does not compromise sterility)? Yes. Was any damage other than primary package that does not compromise sterility? No. Was there any hole, tear, or puncture that compromises sterility (open or incomplete seal)? Yes. Are there any pictures of the damaged packaging available? No. What is the event date? (B)(6) 2017.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. Prior to the procedure, the seal was incomplete on the package. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.